Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient's lead has migrated. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his scs system was explanted. It was noted the patient decided to have the system explanted and not revised.